Event description:
It was reported that the patient presented in-patient post implant procedure. Prior to discharge, it was observed during device interrogation that the right ventricular(rv) lead was dislodged, exhibiting intermittent capture, low pacing impedance and sensing. Dislodgement of the rv lead was confirmed via fluoroscopy imaging. The lead was re-positioned successfully on (B)(6) 2022. The patient condition was stable post-procedure.